Event description:
The customer called to report a motor error alarm during the basal rate delivery. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The insulin pump alarmed no delivery instead of low reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.